Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a vats left lower lobectomy procedure, the deployed staples were formed in lumbricoid shape though the knife moved forward to the distal end and returned to home position automatically at firing on the anterior basal artery. The cartridge was white. Then, bleeding occurred from the staple line. The amount of bleeding was 50 cc. Blood transfusion was not required. Additional suture was performed to stop bleeding. There were no adverse consequences to the patient. Before the event, the device was used on the superior segmental artery. Besides, the device was fired across the staple line of the superior segmental artery.

Manufacturer narrative:
(B)(4). An intra-operative video was received. The video provided was reviewed and a revised detail of the video showed that the issue reported is consistent with analysis findings of the returned device. The device can be seen placed and clamped over staples; it is possible that the staples blocked the knife channel not allowing the knife to move freely as stated in the event description: ¿besides, the device was fired across the staple line of the superior segmental artery.¿

Manufacturer narrative:
(B)(4). Batch # m56954 . The analysis found that the pve35a device was received in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.